Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the there were "false blockage alarms" and a "glitchy touchscreen". Additionally, it was reported that the pump "rejects cartridges". There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.